Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient stated that they were having problems with their stimulator and have been requesting to get it taken out for the past 2 years. The patient reported that advance pain management of green bay won't take it out and the whole right side of her back is swollen and they are in a lot of pain. Due to this they have been unable to sleep, ride in a car or drive their kids to and from school. No further patient complications have been reported as a result of this event.